Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid and iron. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding so heavy"), arthralgia ("knee pain"), drug hypersensitivity ("allergic reaction to medicine"), dysmenorrhoea ("dysmenorrhea"), anaemia ("severe anemia"), coagulopathy ("blood disorder where I don't clot") and loss of libido ("haven't had sex since I got and there is just no desire") and was found to have haemoglobin decreased ("haemoglobin 8.3 / 7.8"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, haemoglobin decreased, arthralgia, drug hypersensitivity, dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, arthralgia, coagulopathy, drug hypersensitivity, dysmenorrhoea, genital haemorrhage, haemoglobin decreased, loss of libido and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event - haven't had sex since I got and there is just no desire and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid and iron. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding so heavy"), arthralgia ("knee pain"), drug hypersensitivity ("allergic reaction to medicine"), dysmenorrhoea ("dysmenorrhea"), anaemia ("severe anemia") and coagulopathy ("blood disorder where I don't clot") and was found to have haemoglobin decreased ("haemoglobin 8.3 / 7.8"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, haemoglobin decreased, arthralgia, drug hypersensitivity, dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, arthralgia, coagulopathy, drug hypersensitivity, dysmenorrhoea, genital haemorrhage, haemoglobin decreased and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding so heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid and iron. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("knee pain"), drug hypersensitivity ("allergic reaction to medicine"), dysmenorrhoea ("dysmenorrhea"), anaemia ("severe anemia") and coagulopathy ("blood disorder where I don't clot") and was found to have haemoglobin decreased ("haemoglobin 8.3/7.8"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, haemoglobin decreased, arthralgia, drug hypersensitivity, dysmenorrhoea and anaemia outcome was unknown. The reporter considered anaemia, arthralgia, coagulopathy, drug hypersensitivity, dysmenorrhoea, genital haemorrhage, haemoglobin decreased and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.